Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming and reads 41541. Per reporter, they opened and closed battery door box and powered the pump on. Reviewed settings and started the pump, pump was running reservoir volume empty in 15 hours and 47 minutes. The alarm returned. They opened and closed battery door box and powered the pump on, alarm returned upon power up. Reservoir volume- 34.7ml, rate- 2.2ml/hour. This event occurred at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
The product was received on 10/25/2024, the investigation is ongoing.